Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced diarrhea and vomiting and was taken to the emergency department as her cgm displayed 375 mg/dl. It was reported the patient¿s bg was 268 mg/dl; she was treated with insulin and admitted to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 10/03/2022. It was reported that the patient was admitted to the hospital for five days. No additional patient or event information is available.